Event description:
It was reported that, when opening the base plate the two sterile paper covers stuck together and opened both at the same time. The rn had to reach in both packages to get the base plate.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.